Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-10029. It was reported the patient ((B)(4)) was no longer receiving effective stimulation. X-ray imagery revealed the lead had migrated. In addition, it was suspected the lead anchor was in the open position. The physician elected to proceed with surgical intervention. During the procedure, it was observed that the tip of the lead anchor had slipped out of the fascia resulting in migration of the lead. It was noted that the lead was damaged during the procedure; therefore, both the lead and lead anchor were subsequently explanted and replaced. Please note: the explant date has been requested; however, no further information was available at the time of this report.